Manufacturer narrative:
Other, other text: one fluid warmer was returned for evaluation. Visual inspection of the device found enclosure dirty and scuffed, water tank cover cracked, drain fitting rusted, pole clamp is damaged and line cord is worn. Device was filled with water, temperature check attached and powered on. The complaint was confirmed; micro switch did not recognize the disposable. The problem source has been determined to be unknown. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
Information was received that device disposable has alarm failure. No patient involvement.